Manufacturer narrative:
(B)(4)

Event description:
Patient experienced burns 4-5 minutes after starting the bursectomy of the subcromial space with whirlwind probe and rf generator. Surgeons observed the skin surrounding the sites turning to white and after that they saw (vapour) smoke. They stopped, checked they have placed the probe correctly inside patients body. Decided to replace the probe and finish the surgery with no more problems. Whirlwind was wasted. It is thought that the burns originated were due to a sudden and excessive warming of the saline solution. At the beginning the burned areas were blisters. Burnt of 1st, 2nd, and 3rd degree are currently being healed via professional plastic surgery department.